Manufacturer narrative:
Please refer to manufacturer's report # (B)(4).

Event description:
It was reported to boston scientific corporation that sometime in 2011, the patient had a total transvaginal hysterectomy, removal of the right ovary, and implantation of a solyx sis sling system. According to the patient, two weeks after the surgery she experienced severe vaginal pain and has also been experiencing bleeding (unspecified) and chronic infections (unspecified). She experiences pain with activity and stays in bed and also has not had intercourse since the procedure. Reportedly, her physician diagnosed her with mesh erosion, with protrusion through the vaginal wall, which she can feel rubbing when she walks. She has extreme pain (unspecified) sitting upright, and ¿severe problems¿ emptying her bladder, alternating with incontinence, which she did not have prior to the procedure. The patient reportedly was subsequently diagnosed with a urinary tract infection (date unknown), and is scheduled for a scope of the bladder and then surgery to remove the mesh (date/s unknown). Attempts to obtain additional information have been unsuccessful to date; should additional relevant details become available, a supplemental report will be submitted.